Event description:
It was reported that the patient indicated he had a CT scan because of bowel issues consisting of pain and constipation and also claimed he could push in on his abdomen and feel his inflatable penile prosthesis reservoir. A CT scan was negative. The patient was going to have an MRI and potential exploratory surgery. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.